Event description:
It was reported that when the patient's implantable neurostimulator (ins) battery depleted prematurely after approximately one year post implantation and had to be replaced. It was noted that the patient experienced a less than 50% therapy relief during the event. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).